Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-08857. It was reported that the patient experienced uncomfortable stimulation at the ipg site and down both legs. A field representative met with the patient and checked impedances, which were all within normal range. Therapy was turned off, but the shocking sensation was still present. It was also stated that the patient had lost 50lbs since (B)(6) 2018. Due to this issue, the patient underwent surgical intervention in which the patient was explanted.